Event description:
The office alleges two staff members experienced irritation from the gloves as follows: patient experienced eye irritation. None of the staff members required any medical attention.

Event description:
The office alleges two staff members experienced irritation from the gloves as follows: patient experienced a rash on her hands and eye irritation. None of the staff members required any medical attention.